Event description:
It was reported that this pacemaker device had eight years battery remaining on last checked and then showed five months in (B)(6). Boston scientific technical services (ts) stated that there might be a battery issue and to do a save to disk when the patient was seen in the clinic. Additional information indicated that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The device had premature battery depletion (pbd). This pacemaker device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device had eight years battery remaining on last checked and then showed five months in august. Boston scientific technical services (ts) stated that there might be a battery issue and to do a save to disk when the patient was seen in the clinic. Additional information indicated that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The device had premature battery depletion (pbd). This pacemaker device was explanted. No additional adverse patient effects were reported.